Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the tcc-ez casting system did not dry. No patient harm.

Event description:
N/a.

Manufacturer narrative:
The tcc-ez casting system was not returned for evaluation. Retained sample was pulled out for analysis. Device history record (DHR) review - no abnormalities related to the reported failure. Devices manufactured during this period passed required inspection points with no associated ncs, deviations / temporary change control or rework was reported. Failure analysis - full specification testing was done, and all parameters were found to be acceptable. Appearance is good. Casting was also good. Based on the above investigation, the complaint was not confirmed. Most probable root cause is the method of preparation/ and application of the cast. This can affect the performance of the product. Another factor to be taken into consideration is to maintain foot at neutral position with ankle as close to a 90o angle as possible for 3 to 5 minutes until cast is firm enough that patient cannot overcome cast. Then allow the patient to sit for remainder of the drying time.